Manufacturer narrative:
Product complaint # (B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: there is no product in the package. This report is for one (1) cortscr ø3.5 self-tap l16 ti. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1; h5

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: product code: 404.816 lot number: 391p546 manufacturing site: grenchen release to warehouse date: 13 september 2021 a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthese for evaluation. The depuy synthese team forwarded the device to the supplier which conducted a visual inspection of the returned device. The depuy synthese pouch was received without the product inside. The information in the label matches with the article/lot number combination stated in the complaint description. An additional another label is pasted on the package, which is not the part of labeling step at the manufacturing site. The seal is not intact, and a small opening is visible at one end of the pouch. A manufacturing records evaluation was performed for the affected lot 391p546, where no further non-conformance's abnormalities or deviation were identified which could lead to the complaint failure. In addition, the drawing valid at the time of manufacturing, was reviewed and no relevant design changes were identified. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the investigation result this complaint is rated as confirmed, since the depuy synthese pouch was received back without a product inside. Based on the visual inspection of the returned pouch, a relabeling after the release of the product from the site was confirmed. It can be concluded that the defective seal at one end of the pouch was caused by post manufacturing issue and the screw could have escaped through the opening during transportation. Since no manufacturing related issue were identified related to this complaint, no further action has been recommended. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.